Manufacturer narrative:
The returned portion of the screw was examined visually under magnification. This identified a crack present in the fracture surface nearest the screw head. Further examination showed fracture lines flowing from the crack through the shaft of the screw. The fracture and fracture surface showed little smearing, suggesting brittle fracture of the screw starting at the fatigue crack during removal. Screw fracture during removal operations is typically a result of significant boney ingrowth.

Event description:
During routine removal of an aculoc 2 plate and screws, the surgeon found that one of the screws had broken post operatively. The broken piece of the screw remains implanted.